Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Complainant reports "the tip of catheter is shorter than the original version and sharp at drainage holes. New design no longer allows easy insertion and is causing bleeding, scar tissue (and user thinks kidney issues and infection as a result). Has consulted with an urologist and urology nurse."